Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse checked with another working power supply assembly, system turned on, system booted normally, checked systems. To fix the issue, the fse replaced the power supply assembly, checked system performance on iabp trainer & balloon, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the display of the cs100 intra-aortic balloon pump (iabp) turned on and then off within seconds of the unit being switched on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the display of the cs100 intra-aortic balloon pump (iabp) turned on and then off within seconds of the unit being switched on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse checked with another working power supply assembly, system turned on, system booted normally, checked systems. The fse found a problem with the power supply assembly. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routine check, the display of the cs100 intra-aortic balloon pump (iabp) turned on and then off within seconds of the unit being switched on. There was no patient involvement, and no adverse event reported.